Manufacturer narrative:
The cobas e 801 analytical unit serial number was(B)(6). The calibration was provided for (B)(6) 2025. Qc was within the ranges on the day of the event. Sample 1 and sample 2 were received for investigation on 15-oct-2025. The investigation is ongoing.

Event description:
We received an allegation about questionable low results for 2 patients' samples tested with elecsys syphilis assay on a cobas e 801 analytical unit. Sample 1: initial result: 1.21 coi (interpreted as positive and tested on vitros ortho using chemiluminescent immunoassay clia laboratory method). 1st repeat result: positive (tested with western blot). 2nd repeat result: 0.731 coi (interpreted as negative and tested on cobas e 801). 3rd repeat result: positive (tested on vitros after being frozen and thawed). Sample 2: initial result: 4.8 coi (interpreted as positive and tested on vitros ortho - clia laboratory method). 1st repeat result: positive (tested with western blot). 2nd repeat result: 0.979 coi (interpreted as negative and tested on cobas e 801). 3rd repeat result: positive (tested on vitros after being frozen and thawed). No questionable results were reported outside the laboratory.

Manufacturer narrative:
The investigation noted that samples 1 and 2 have exceeded the storage stability. During the investigation, both sample 1 and sample 2 yielded discrepant results across multiple syphilis screening and confirmation assays, preventing a definitive classification. While some initial tests and single antigen analysis indicated low-level treponemal reactivity, these findings were not consistently confirmed by supplemental treponemal and non-treponemal tests; analyte instability may be a contributing factor to the inconclusive results. The investigation determined the event was consistent with a patient sample issue. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys syphilis assay performs within specifications.